Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the received a notification that pump did not deliver the full amount of bolus requested. The customer's blood glucose (bg) level was 300-350 mg/dl. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.